Event description:
It was reported that pump experienced malfunction after customer underwent cat scan, and malfunction code on pump could not be reset. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.